Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubie pockets were not on bus. A field service engineer reseated the cubie pockets, the retractor band cable and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device. E.1. Initial reporter facility: university of arkansas for medical sciences medical center

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es f4-east cubie drawer failed. The customer stated that user could not remove zyprexa for a patient, had to wait for pharmacy to tube up, which caused delay in dispensing medication. There were no adverse events or injuries reported based on this incident.